Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated section section a1 and b4 for report submission date and b6 to report device evaluation results and section b7. Updated g1-g2 for follow-up report submitter, g4 for awareness date and g7 for report type and follow-up number. Updated h2 for follow-up type, h3 for device evaluation status and h6 method, result and conclusion codes. Section a - no patient involvement. Section d6 - d7 - not applicable.

Event description:
Per complaint (B)(4), wrong product was packaged due to labeling issue.